Event description:
During a pci procedure, the balloon of the maverick otw ptca catheter ruptured at 5 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid left anterior descending (lad) coronary artery. A zeon introducer sheath, a runthrough guidewire, and a launcher guide catheter were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.